Event description:
The clinician alleges three events where the pt is not adequately ventilated after a period of days. For one event, bronchoscope was used to visualize the problem and the percutaneous tracheostomy tube bevel was observed against the tracheal wall.